Event description:
It was reported that the customer had low blood glucose levels of 43 mg/dl. It was reported that the customer lost consciousness. It was reported that the fiancé of the customer injected the customer with a glucagon shot and called the paramedics. The paramedics arrived but the customer was already feeling better when they arrived. The customer was reminded to check blood glucose levels frequently. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).